Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement, retries to free a stuck motor failed alarm. Customer stated that the insulin pump had battery failed alarm. Customer stated that the battery contact was either damaged or corroded. Insulin pump had no response from any button. Customer was not able to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged, no motor movement or negligible movement. Retries to free a stuck motor failed. Failed battery test, and keypad unresponsive/button error alarm found on (B)(6) 2021. The device passed the displacement test, active current test, sleep current test and self test. No failed battery test, no motor movement or negligible movement. Retries to free a stuck motor failed, and keypad unresponsive/button error alarm noted during testing. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within specification range. No motor movement or negligible movement. Retries to free a stuck motor failed. Was found in the history files or traces on (B)(6) 2022 19:31:00.00 through (B)(6) 2022 11:22:02.00 due to moisture damage. Motor was removed from device and tested on ngp board. Motor function properly on the ngp board. Keypad unresponsive/button error alarm was not found in the history files or traces. Keypad tested okay on keypad voltage test. Device was cut open to perform visual inspection and found evidence of moisture damage on electrical board and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay. No motor movement or negligible movement. Retries to free a stuck motor failed. Confirmed due to moisture damage. Keypad unresponsive/button error alarm was not observed during analysis. Keypad unresponsive/button error alarm not confirmed. Failed battery test not observed during testing. Failed battery test not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.